Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 29mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touchscreen and the issue was resolved. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.